Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 469mg/dl. It was stated that the customer was experiencing high blood glucose while traveling. No further info was provided.